Event description:
This initial spontaneous report was received on (B)(6), 2012 from a respiratory therapist (rt) in the united states regarding a (B)(6) female adult who experienced oxygen desaturation and device issue while on inomax via the inovent. Relevant medical history/co-morbidities included: ards (acute respiratory distress syndrome), fibrosis of the lungs, lupus, and b-vap (ventilator associated pneumonia). She weighed (B)(6). Concomitant medications included diprivan (propofol) at a low dose. She was started on inomax via inovent for ards and symptoms of fibrosis on (B)(6), 2012 at 10:30 am; ventilator settings included: 40ppm via pb84 (ov ventilator) with high fio2 at 100 percent, rate 22, pressure control+18 and peep 14. Her baseline sop2 (oxygen saturation) prior to inomax was in the lower seventies percent. After starting the inomax, her baseline spo2 improved to the upper eighties-lower nineties percent. On (B)(6), 2012 at 7:15 am the inovent screen showed no values, only dashed lines and the patient (pt) experienced oxygen desaturation. The spo2 (sat) dropped to 70-80's percent (baseline sat was in upper 80 percent to low 90 percent). This lasted for about 5-10 minutes. There was approximately 500 psi remaining in the cylinder and no alarm sounded. The rt checked the device set up and stated there was no water in the tubing, and all connections were good. Then the device screen "popped back on" and was working again; the patient's sat's returned to her baseline. At 7:30 am the same scenario recurred and the patient's sat's dropped again to upper seventies to low eighties percent. The rt noted the cylinder had 500 psi and changed out the cylinder, and when it was at 2000 psi, the patient's sat's improved to 93 percent with an no2 measured at 3. The patient had no other issues during any of these episodes. The device continued to run without events until about 8:30 am that same day, when the rt said the device made a "beep" and the screen went out again, with only dashes seen. The patient's sat's decreased to the low seventies again for about 5-10 minutes; the screen again subsequently popped back on and displayed correctly. At this time she quickly switched out the device without initiating any back up measures; the patient was stable and her sat's returned to baseline and remained there consistently. The device was sent for further investigation. The rt considered the events of oxygen desaturation in upper seventies to lower eighties percent was possibly due to the device inovent ((B)(4)). The patient's desaturations resolved after the device was switched out.

Manufacturer narrative:
The rt reported the inovent (B)(6) screen showed no values only dashed lines while on a patient. (B)(4): the device was returned to an (B)(6) for investigation. At initial startup, the device displayed expected monitored values. No alarms or service advisories were noted. Examination of the service log found no alarms that could be correlated to the customer complaint. The device was given a full functional checkout and was run overnight. No failures, alarms or dashed displays were noted during a six hour plus operational period monitoring 40ppm drug. The device performed according to specifications. We were unable to duplicate the reported incident and the device was returned to the fleet available for use in the field.